Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel] 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to the return of the device the customer indicated that the device was disinfected and sterilized. There was no delay in the start of precleaning and the instrument channel was aspirated with air, water, and detergent. The endoscope was also immersed in detergent. The device evaluation did not confirmed the customer allegation. In addition to foreign material coming out due to blockage of the channel, the additional evaluation findings are as follows: the device had several areas that were found scratched, such as flexibility adjustment ring, lock engagement lever, lock engagement knob, up/down knob, right/left knob, protector of universal cord on scope connector side, scope connector cover, switch box, switch1, scope connector, universal cord, grip, control unit, scope cover, and image guide protector. The paint on the suction cylinder, and the air/water cylinder were peeled, the forceps channel port and suction cylinder were shaved, the adhesive on a-rubber has a chip, and due to wear of angle wire, the play of up/down knob is out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was an issue (sucking/separation) with the clip of the evis lucera elite colonovideoscope. There were no reports of patient harm. Inspection and testing of the returned device found that foreign material comes out due to clogging of the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during inspection/evaluation.